Manufacturer narrative:
The customers report was duplicated and attributed to a faulty resistor on the main board. The main board was replaced to resolve the report. The device was repaired and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.